Manufacturer narrative:
H11: internal complaint reference: case (B)(4).

Event description:
It was reported that during a tibia cut (tka procedure) in speed mode, the bur from the real intelligence robotic drill stopped working after the ¿remove purple¿ button was clicked as the bur started to spin; troubleshooting revealed no foot pedal damage but the software would not advance past the tibia cut selection screen due to a non-illuminated ¿next¿ button. Multiple attempts to adjust the tibia bone model and cut selection were unsuccessful, resulting in the surgeons completing the tibia cut manually without robotics. Further diagnostics showed a ¿system time out¿ error and bur loading issues preventing calibration and drill testing. It is suspected that clicking the ¿remove purple¿ button during bur operation caused the drill malfunction. No patient harm occurred, the surgical delay was less than 30 minutes, and the account is requesting a replacement drill.

Manufacturer narrative:
Correction: h6; medical device problem code. Additional information: h6; medical device problem code. The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment, was returned for evaluation. No system log files or screenshots were provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. Testing found that the drill was unable to properly unlock to load a bur. Disassembly found that the slip shaft was fractured and blocking carriage movement. The most likely cause of the reported issue seems to have been due to the fractured slip shaft preventing the bur from spinning and blocking the carriage from positioning properly. While a system time out error was not able to be reproduced, the fractured slip shaft would have caused it along with the issues observed loading the bur and completing calibration. This seems to be a result of wear over time due to use, resulting in the shaft fracturing. Impact trauma such as dropping the drill may have additionally contributed to this failure. There is no evidence that the "remove purple" button is related to the reported issue, nor any evidence that the "next" button did not illuminate. The slip shaft fracture likely occurred around the same time in the case, which led the user to believe that it was correlated to one of those other incidents, however there is no available evidence which links the events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.